Event description:
Customer reported receiving a cartridge alarm during the pumping process, and attempts to load a second cartridge resulted in the alarm recurring. There was no reported impact on the customer¿s blood glucose level at the time of the event. Tandem technical support facilitated a replacement of the malfunctioning pump under warranty, and while the customer declined additional goodwill cartridges, they were instructed on how to return the problematic pump using a pre-paid label. Details regarding backup insulin therapy were not provided by the customer.